Event description:
The customer's father reported via phone call that the insulin pump had a no delivery alarm during bolus. During troubleshooting, the caller was unable to get insulin to exit the tubing and stated that there was a lot of resistance with the plunger push. Blood glucose level at the time of the incident was 469 mg/dl. The customer was advised that a set change should correct the issue. Customer's father also reported an emergency room visit due to the customer having ketones. The caller will not return the product.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.